Manufacturer narrative:
Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in italy who received prialt /ziconotide 25,0 g/ml at a dose of 14,230 g/day via an implantable pump. The indication for use was not provided. It was reported that during normal use on (B)(6) 2018 the pump logs showed a motor stall. The patient felt fine and received effective therapy. However, the physician decided to replace the pump. The pump logs provided from (B)(6) 2018 indicated a motor stall occurred on (B)(6) 2018 at 06:36 and recovered that same day at 11:41. The pump stalled again on (B)(6) 2018 at 02:03 and recovered that same day at 23:56. Another motor stall occurred on (B)(6) 2018 at 13:28 and a stopped pump period may exceed tube set message occurred on (B)(6) 2018 at 13:28 with no indication the pump recovered. The estimated replacement indicator (eri) was 18 months. As reported, it was unknown if there were any environmental, external, or patient factors that might have contributed or led to the event. The pump was explanted on (B)(6) 2018 and the issue was resolved. At the time of the report, the patient¿s status was alive-no injury. No further complications were reported/anticipated.